Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, stored egms showed noise on the ventricular channel. The ventricular lead impedance waws 285 ohms unipolar and 1015 ohms bipolar. Bipolar capture was intermittent at 3.75 v. A chest x-ray showed a kink in the lead resulting in outer coil damage. The lead was programmed to the unipolar configuration with good capture and sensing thresholds.